Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have not eaten enough food and was in a car accident as a result of low blood glucose. Customer was testes at accident site and blood glucose was 24 mg/dl. Paramedics treated customer with an IV. During troubleshooting, it was reported that drive support cap was normal, time and date were correct and alarm history showed low battery, which customer did change the night prior to accident. Customer reported that low blood glucose may have been due to not eating enough food and moving mattress. Customer was advised to monitor insulin pump.